Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause for the paravalvular leak appears to be aortic malposition. Patient (severely calcified leaflets) and procedural factors (aortic positioning pre-deployment) likely contributed to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral implantation of a 26mm sapien xt valve, the valve was deployed in a too aortic position across the annulus (95:5 aortic/ventricular) resulting in moderate paravalvular leak (pvl). The decision was made to place a second valve in a more ventricular position. A second 26mm sapien xt valve was positioned 1 cell more ventricular and deployed 2mm more ventricular than the first valve, in the intended position (90:10: a/v). A tte revealed zero to trace pvl. The patient left the room in stable condition. As reported, an additional 2ccs were added when prepping the 26mm sapien xt valve. The coplanar angle was ¿great¿ and the valve was co-axial to the annular plane. The valve was positioned 90:10 a/v and the valve was nearly in line with the pigtail catheter, which was in the non-coronary cusp (ncc). The valve deployed 95:5 a/v with moderate ai. An additional 1cc was performed to post dilate the valve. The native annulus measured 500mm2 by CT. The native aortic annulus was mildly calcified, the native leaflets were severely calcified and no calcification was noted on the aortic root. The patient did not have ventricular septal hypertrophy and no mitral annular calcification (mac) was reported. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was not held during valve deployment and there was no loss of pacing capture during valve deployment.